Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database and is related to leaving the system on overnight, idle.

Event description:
A medtronic representative reported a navigation system that was unresponsive and required a re-boot to restore to normal function. This occurred at the start of the day, prior to use. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. After the re-start, several successful cases were completed and there were no further issues. No parts/files returned to manufacturer for evaluation.